Event description:
Customer reportedly obtained a result of 127 mg/dl on the advantage system and 27 mg/dl on a professional device within 10 mins. Customer received an IV of unk contents and food. Requested return of suspect system and replacement was sent.